Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left fallopian tube per CT/migration of essure device location of device: unknown') and embedded device ('embedded within the proximal portion of the left fallopian tube.') In a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (2006). Previously administered products included for an unreported indication: implanon and nuva ring. Concurrent conditions included overweight, vitamin d deficiency, hypothyroidism, pelvic pain, uterine bleeding, genital bleeding, genito-pelvic pain/penetration disorder, joint pain, insomnia, anxiety, blood transfusion, blurred vision, colonic polyp, concussion, gerd, headache, hemorrhoids, irritable bowel syndrome, shortness of breath, stress urinary incontinence, tinnitus, paratubal cyst, adenomyosis and pelvic adhesions. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) until 2017, celecoxib (celexa) until 2017, levothyroxine since 2013, phentermine until 2017 and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), incontinence ("bladder or urinary problems or changes : incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), panic attack ("psychological or psychiatric problems condition: panic attacks"), anxiety ("anxiety"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss"), pain ("full body aches and pains"), neck pain ("neck pain"), musculoskeletal pain ("shoulders pain") and tendonitis ("tendonitis"). The patient was treated with surgery (hysterectomy (full), with unilateral salpingectomy and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, depression, panic attack, anxiety, incontinence, tooth disorder, dyspareunia, fatigue, pain, neck pain, musculoskeletal pain and tendonitis outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine, nausea, weight increased and alopecia was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, incontinence, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain, panic attack, tendonitis, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: total bilateral occlusion . Fallopian tubes are scarred and able to go off birth control. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded within the proximal portion of the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs+mr received. Event injury was updated and new events: abnormal bleeding (vaginal,menorrhagia), psychological or psychiatric problems condition: depression, anxiety panic attacks, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: unknown, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, perforation (other) please describe and state the location of the perforation: left fallopian tube per CT, embedded device, full body ache pain, tendonitis, neck pain, shoulders pain were added. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical drugs, conditions added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: left fallopian tube per CT/migration of essure device location of device: unknown,') and embedded device ('embedded within the proximal portion of the left fallopian tube.') In a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (2006). Previously administered products included for an unreported indication: implanon and nuva ring. Concurrent conditions included overweight, vitamin d deficiency, hypothyroidism, pelvic pain, uterine bleeding, genital bleeding, genito-pelvic pain/penetration disorder, joint pain, insomnia, anxiety, blood transfusion, blurred vision, colonic polyp, concussion, gerd, headache, hemorrhoids, irritable bowel syndrome, shortness of breath, stress urinary incontinence, tinnitus, paratubal cyst, adenomyosis and pelvic adhesions. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) until 2017, celecoxib (celexa) until 2017, levothyroxine since 2013, phentermine until 2017 and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary incontinence ("bladder or urinary problems or changes : incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,psych injry"), panic attack ("psychological or psychiatric problems condition: panic attacks"), anxiety ("anxiety"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss"), pain ("full body aches and pains"), neck pain ("neck pain"), musculoskeletal pain ("shoulders pain"), tendonitis ("tendonitis") and headache ("headache"). The patient was treated with surgery (hysterectomy (full), with unilateral salpingectomy and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, depression, panic attack, anxiety, urinary incontinence, tooth disorder, dyspareunia, fatigue, pain, neck pain, musculoskeletal pain, tendonitis and headache outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine, nausea, weight increased and alopecia was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, pain, panic attack, tendonitis, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion . Fallopian tubes are scarred and able to go off birth control.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded within the proximal portion of the left fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, depression, fatigue, weight gain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : fu(4) and (5) processed together. Following event was added : headcahe. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.